Manufacturer narrative:
(B)(4). The customer has prepared the device incorrectly for use, installing a non compatible internal component, resulting in the device failure during patient use. Due to the use of the suspect device in terms of nonconforming to that device's intended use, specifications, procedure and process, the issue will be internally investigated within carefusion.

Event description:
It was reported while using the vela ventilator; the distributor compromised the ventilator operation with replacement of the newer main printed circuit board assembly (pcba) that is not compatible with the turbine pcba. The events log displayed turbine electrically erasable programmable read-only memory (eeprom) errors. The customer reported the unit displays transducer fault, low minute ventilation, and low peak inspiratory pressure alarms. The customer reported the exhalation pressure transducer failed calibration testing. The issue occurred during patient use, the customer reported the unit was changed out for another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event was unable to be duplicated. All transducers were successfully calibrated and the unit operated without fault. It is suspected the customer replaced the main board without replacing the turbine eeprom, which are programmed to work with the components specifically with main board. At this time, the turbine eeprom has not been returned for evaluation so the suspected cause can not be confirmed.